Event description:
Enteral feeding pump set was connected to a pt's heparin lock. The peg port and the enteral feeding pump set had been adapted with an IV interlock system. This adaptation provided a more secure connection between the peg and enteral feeding pump set. This adaptation enabled the enteral feeding pump set to be connected to a peripheral IV. Secondary to the enteral feeding being infused via a peripheral IV, the pt became hypotensive, developed respiratory failure, renal insufficiency and sepsis. The pt recovered fully from the event.